Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/apr/2013 a review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported experiencing left side "moderate" breast pain. Healthcare professional additionally reported "moderate asymmetry;" this event is not related to the device. Device has been explanted.

Event description:
Patient reported experiencing left side "moderate" breast pain. Healthcare professional additionally reported "moderate asymmetry;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and crease flat. Leak test and microscopic analysis was performed which identified: striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.